Event description:
As reported, an 8 mm x 30 mm precise pro carotid self-expanding stent (ses) failed to self-expand during stent placement in a stenotic carotid artery segment. The stent fully deployed within the carotid artery but was under expanded. The stent was not post-dilated to achieve full expansion, and the under-expanded stent was not removed. An additional non-cordis stent was required to treat the lesion. The target vessel exhibited moderate calcification and moderate tortuosity, with a stenosis percentage of 85% and a target vessel diameter of 7.4 mm. The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and the delivery system remained intact during removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b1, b2, b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, an 8mm x 30mm precise pro carotid self-expanding stent (ses) failed to self-expand during stent placement in a stenotic carotid artery segment. The stent fully deployed within the carotid artery but was under expanded. The stent was not post-dilated to achieve full expansion, and the under-expanded stent was not removed. An additional non-cordis stent was required to treat the lesion. The target vessel exhibited moderate calcification and moderate tortuosity, with a stenosis percentage of 85% and a target vessel diameter of 7.4 mm. The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and the delivery system remained intact during removal. A non-sterile catheter ¿precise pro rx ous carotid sys¿ was received coiled inside a clear plastic bag and unpacked for product evaluation. Visual inspection revealed that the stent was not returned mounted or deployed, and the valve was found in the open position. The sds exhibited a kinked or bent condition approximately 139 cm from the distal tip. No additional visible damage or anomalies were observed on the inspected components. The reported ¿stent-incomplete expansion¿ could not be substantiated during the product evaluation because the stent remains in the patient and images were not provided for review. The exact cause of this event cannot be determined; however, incomplete expansion is a known occurrence and may have been corrected with post deployment balloon dilatation. Details were not provided as to why this was not performed. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 30mm precise pro carotid self-expanding stent (ses) failed to self-expand during stent placement in a stenotic carotid artery segment. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.